Event description:
While scalpel was being used to take down fibroids, the tip broke off. The tip was retrieved. A second instrument was then opened and used. The tip of the second scalpel broke off too and had to be retrieved.